Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannot hold the reservoir anymore. Customer¿s blood glucose level was 180 mg/dl. Customer was already requested an upgrade insulin pump but that the insulin pump was out of warranty and he had needed to tighten it up just for the insulin pump to push the insulin out from the reservoir. Customer stated that the reservoir compartment and battery compartment was cracked. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no broken reservoir tube lip noted. Insulin pump passed displacement test. The test reservoir was able to lock in place. Cracked battery tube compartment noted.